Event description:
Consumer called to report erratic readings with their plink meter. Had to seek assistance and treatment at the ER due to the high readings from the meter. Hospital meter read only 184.